Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. Testing in the lab found the device to be at ageing. Hybrid current drains both static and dynamic were normal. The reason for return of no telemetry could not be confirmed during lab testing.

Event description:
It was reported that the device could not be interrogated. A manual guided reset (mgr) was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.